Event description:
Two cnas were moving a resident from a wheelchair to bed using a floor lift and a loop sling. While the resident was lifted and moved from the foot of the bed to the side of the bed and positioned over the bed in preparation for lowering, he began to slide through the sling, buttocks first. One staff member held the resident while the other was lowering the floor lift and the resident was able to be lowered onto the bed. No fall occurred, no injuries were sustained.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh on behalf of the manufacturer arjohuntleigh (B)(4). The evaluation of the device to date has been carried out by a representative of the manufacturer's sales and service unit subsidiary division, not a direct employee of the manufacturer. Additional information will be provided following the conclusion of the manufacturer's investigation.